Manufacturer narrative:
Medwatch report mw5062085 was received on june 1 2016. There is no known malfunction of the nuvasive interbody implant or any information suggesting difficulty in initial placement of the construct. It is unknown if the patient followed post-operative care instructions or if a trauma contributed to the event. No root cause has been determined, no conclusion can be drawn. Product labeling indicates: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, and vascular or visceral injury". Device was not returned.

Event description:
Medwatch report mw5062085 received june 1st 2016. In (B)(6) 2011 patient was implanted with an anterior plate system. One year post operatively one of the four titanium screws fractured. It was reported that the patient has done well since the event. No additional information was provided.